Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.